Event description:
On 3/9/95, the pt underwent a revision of a loose tibial component of a left knee arthroplasty which was originally done in 1992. Subsequently, she has had continued pain in the left knee and swelling with the clinical impression of polyethylene wear in the medial tibia due to slight varus alignment, which is getting worse. She underwent a revision arthroplasty on 7/9/98. At the time of surgery after the polythylene was removed it was noted that the tibial plate was fractured through the medial lightbearing surface. The polyethylene had considerable medial wear with cold flow & disruption of the articular surface, with pitting and irregularity.